Event description:
It has been reported to philips that the wireless footswitch was not charging and not working. The wi-fi led was flashing red, which indicates a loss in the wireless connection. The system was not in clinical use. No harm has been reported to philips.

Manufacturer narrative:
The philips service engineer inspected the system onsite and replaced the wireless footswitch charger. The customer has a wired footswitch available for use. Based on available information, philips has concluded that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020).